Manufacturer narrative:
A previous system controller exchange on (B)(4) 2020 due to backup battery faults was reported in MFR # 2916596-2020-03552. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. A review of the downloaded log file spanned approximately 7 days (B)(6) 2020 (B)(6) 2020 per time stamp). There were only routine power cable disconnect alarms in the log file. The backup battery fault alarm did not activate. No other notable alarms active in the log file. The returned system controller, serial number (B)(4) was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-alarms and troubleshooting and heartmate 3 patient handbook section 5-alarms and troubleshooting explain how to troubleshoot the system controller, including backup battery fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a backup battery fault alarm. They reseated the backup battery, but the fault reoccurred. The team exchanged the system controller and no further backup battery faults were reported.